Event description:
Infection reported for 3 implants. No other information was provided if implants were removed or not.

Event description:
Infection reported for 3 implants. No other information was provided if implants were removed or not.